Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon had been inflated and there was solidified blood in the balloon and inflation lumen. As a result, the device was soaked in a water bath at 37 degrees celsius in an attempt to soften the blood. The returned device was later attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located in the mid-body of the balloon. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found a kink in the hypotube located at 66.5cm distal from the strain relief. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified artery. The calcification was cut and seemed that it was a case on the nodule. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10atm. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified artery. The calcification was cut and seemed that it was a case on the nodule. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10atm. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications were reported.